Event description:
CPAP doesn't work properly; I use the philips CPAP machine. I kept asking my pcp for a new sleep study because I'm still not sleeping well. I'm still snoring, I'm still jerking in my sleep and I'm still gasping for air. I've had a nasty cough for about 2 years using this machine. My insurance refused to pay for another sleep study. Than we received a paper saying my machine was recalled. I have notified the company like the paper stated to do. I figured the machine isn't doing its job and that's why I'm having issues. The notification went out months ago and still we've heard nothing. FDA safety report ID # (B)(4).

Event description:
CPAP doesn't work properly; I use the philips CPAP machine. I kept asking my pcp for a new sleep study because I'm still not sleeping well. I'm still snoring, I'm still jerking in my sleep and I'm still gasping for air. I've had a nasty cough for about 2 years using this machine. My insurance refused to pay for another sleep study. Than we received a paper saying my machine was recalled. I have notified the company like the paper stated to do. I figured the machine isn't doing its job and that's why I'm having issues. The notification went out months ago and still we've heard nothing. FDA safety report ID # (B)(4).